Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: since no product or images are available the investigation is based only on the information provided. Filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation the majority end up in successful filter retrieval. However, it is possible that the filter is in a tenting situation. Based on a review of the clinical literature, cook has concluded that vena cava filters distort the vessel lumen so the anchoring points of the filter appear outside the blood flow fluoroscopically visualized. This distortion or "tenting" is not unique for "tulip" filter. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: ivc filter placement was performed around the end of (B)(6) 2012. One of the filter legs possibly penetrated ivc and varicosity was developed there. The physician is going to remove the filter since the patient had congenital coagulation abnormality. On (B)(6) 2012, the physician decided to take a wait-and-see approach instead of removing the filter. The filter might be removed according to the patient's condition. Additional information received 27mar2012: on (B)(6) 2012, filter retrieval was performed. Angiography revealed the three legs of the filter penetrated ivc. Resistance was encountered at the penetrated area during removal of the filter, however, it was retrieved successfully. Additional information received 20apr2012: the physician thought varicosity was developed due to filter penetration but now he thinks it is intramural hematoma or vein dissection. Patient outcome: vitals was stable after the procedure.